Manufacturer narrative:
This report is being supplemented to provide additional information based on results of third-party testing, the device evaluation and the legal manufacturer's final investigation. Olympus provided the following result of the culture test, performed at the third-party labs: sampling date: sep 05, 2023. Sampling from: all channels cfu: <1cfu. Bacterial identification: no germs detected. The device was evaluated where no abnormalities were found that could have led to the positive culture. The following defects were noted: - bending rubber glue seperated. - biopsy channel wear and tear. However, these defects alone are not considered severe enough to cause a potential adverse event. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, a root cause could not be determined. Growth of microorganisms were found through culture testing by the user after reprocessing. However, when olympus culture tested after reprocessing in accordance with the instructions for use (IFU) before repair, the results conformed to the regulation's recommendation. According to the instruction manual of gf-uct180, the reprocessing methods are described in the following chapters. Chapter 6 compatible reprocessing methods and chemical agents. Chapter 7 cleaning, disinfection, and sterilization procedures. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The suspect device has been returned to olympus for evaluation and the investigation is ongoing. The physical device evaluation has not been completed. Prior to the device evaluation, the device was sent out for additional microbiological testing. The microbiological analysis results are pending. The cleaning, disinfection, and sterilization (cds) was performed by the customer. The customer confirmed that there were no deviations or deficiencies concerning reprocessing of the scope. Additionally, the customer confirmed that there were no suspected patient infections due to the facility findings. The customer provided the cleaning sterilization and disinfection (cds) processes performed at the user facility. The customer did not provide the specific steps taken during the precleaning phase. The device passed the leak test. During manual cleaning, the detergent used was anios. The instrument/suction channel, suction cylinder, instrument channel port, balloon channel, and forceps elevator were brushed. The forceps channel was raised and lowered three times when submerged in detergent solution and was flushed. The distal end was brushed with the channel opening brush and the single use soft brush, but was not flushed with the distal end flushing adapter. The automated endoscope reprocessor (aer) used was soluscope with anios detergent and disinfectant. There were no reported defects on the aer. All channels were connected with tubes when the endoscope was setting up in the aer and the concentration and expiration date of the disinfectant was controlled. The water quality was controlled by water filter and the filter was replaced periodically in accordance with the instructions for use. The device was dried by filtered compressed air and stored in a typhoon storage unit. Olympus is the maintenance company. A supplemental report with the device evaluation results will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The customer reported to olympus that during routine microbiological testing, the evis exera ii ultrasound gastrovideoscope tested positive for unexpected contamination. The internal channels tested positive for 1 colony forming unit (cfu)/endoscope of agrobacterium radiobacter. The distal end tested positive for 78 cfu of agrobacterium radiobacter, 1 cfu of bacillus sp, and 1 cfu of staphylococcus hominis. All channels were sampled. The user did not report any contamination or any other serious deterioration in state of health of any person, to which the scope could have been a contributory cause.